Event description:
A physician reported that a male experienced bilateral fusarium keratitis while using renu (unk type). The pt was first examined in 2005. Cultures were performed on the corneas, lenses and lens case. The lenses and lens case were positive for fusarium. The corneas were negative. The doctor stated this was probably due to the pt being treated with vigamox by the optometrist a few days prior. The pt was also treated with amphotericin and fortified tobramycin. The pt's condition had resolved. The physician also forwarded this report to the centers for disease control and prevention.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the ascetic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.